Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during set up for a tka cori-assisted surgery, one (1) real intelligence cori, which had previously been used for a case and turned off, encountered a fatal error while being set up in the flip room. After selecting the surgeon, an error message appeared stating, "system error: a fatal error occurred while loading the patient for this surgeon." Despite restarting the console, changing the outlets, and trying a different surgeon selection, the same error persisted. It was mentioned that the device may have been improperly turned off during the previous case. The procedure resumed, after a non-significant delay by using manual instrumentation. Since this happened before the procedure, the patient was not yet involved.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that errors were being encountered whenever surgeon or patient data was loaded by the system. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Review of the patient and surgeon files found that a significant portion of the files had become corrupted and were now unreadable. Removing specific cases was not found to resolve the issue, but after removing all user data and reinstalling the software, the system is now functioning normally. Although a definitive cause could not be established, it was found that corruption of the log files was responsible for the reported issue. Removing the user data and reinstalling software allowed the console to function normally, indicating that the fault was not related to any hardware issue. As a large portion of the data was corrupted and could no longer be read, it could not be determined what incident may have led to the data corruption, however it is possible that an improper shutdown of the machine may have caused a fault during data writing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Additional information: d5, d7a, d8/d9, g2, h8 corrected data: e1 (initial reporter name), h6 (health effect - impact code).